Manufacturer narrative:
(B)(4).

Event description:
It was reported that rcvr reads new sensor after 5 days of sensor use occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a rcvr reads new sensor after 5 days of sensor use is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.